Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A registered nurse reported that for the past month, the knife blades coming in the custom packs were dull. The products were replaced with another one. She indicated the product samples were discarded. There was no harm to the patients. No additional information is expected. This is one of two reports from this facility.

Manufacturer narrative:
Additional information: this is the first complaint reported for this custom pak lot. A review of the device history record (DHR) indicated the order was built to specification. A sample has not been returned for this complaint. A review was conducted of diner for the custom pak. On (B)(6) 2016, a revision was made to swap out company 15 degree blade to a mani blade. The root cause of the reported dull blade was unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. An action will not be taken for this occurrence. (B)(4).